Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code) device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling and ECG stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The defib connector was replaced as a precaution. The device was recertified and returned to the customer with a new multifunction cable. The multifunction cable (mfc) used during the event was not returned for evaluation. The customer was informed to discard the used mfc as a precaution. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2023-00744 and 1220908-2023-00745 for a similar event reported from the same customer.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not operate correctly. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2023-00744 and 1220908-2023-00745 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.